Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. It was reported that the event happen in (B)(6) 2011. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloons was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd). According to the complaint, during the procedure, while the physician was sweeping the duct, the catheter portion of the device outside the patient broke. The balloon was able to be removed from the patient without any complications. It was confirmed that no pieces of the device remained inside the patient. The procedure was completed with a competitor's balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.